Event description:
It was reported that the patient had an infection in the back area. Symptoms of rash and a non-healing wound were noted. The patient underwent an implantable pulse generator (ipg) explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks after the date of implant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7137021/7135557.

Event description:
It was reported that the patient had an infection in the back area. Symptoms of rash and a non-healing wound were noted. The patient underwent an implantable pulse generator (ipg) explant procedure. Additional information was received that all devices were explanted. The explanted devices were kept by the facility.